Event description:
While disassembling the robot at the end of a hip I noticed large cracks at the end of the hip end effector where the offset angle slots are. Also noticed the offset reamer handle is missing at least one screw from the housing portion. Case type / application: tha 4.1.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
An event regarding disassociation involving a mako reamer handle was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: the product was not evaluated as the product was unavailable for inspection. If additional information is received, then the complaint will be reopened. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
While disassembling the robot at the end of a hip I noticed large cracks at the end of the hip end effector where the offset angle slots are. Also noticed the offset reamer handle is missing at least one screw from the housing portion.